Manufacturer narrative:
Complete event site name: (B)(6) medical center. Event site postal code: (B)(6). This event occurred on (B)(6) with a transray 34cc iab, which is a significantly similar device to sensation 34cc which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab), it did not go beyond the sheath, which felt different from usual. Taking into consideration the patient's condition, a new iab was inserted without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a